Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified two openings crease smooth assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Patient and health professional reported left side deflation. Health professional additionally reported capsular contracture, baker grade iii. The device has been explanted.